Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection of the generator and lead site and was referred for device explant. Further information was received from the physician's office. The physician's nurse confirmed that the both the generator and lead were explanted. A review of device history records for the generator and lead show that no unresolved non-conformances were found prior to distribution and that both products were sterilized prior to distribution. No other relevant information has been received to date.